Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06aug2019. The scheduled field service engineer maintenance could not be carried out, as the device was removed from the hospital. The spare parts were reported to have been returned to the dealer. No further information regarding this device has been made available at this time, and no further repair has been scheduled. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with a check fan fault alarm light emitting diode (led) issue. There was no patient involvement.